Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device power off by itself during a patient event. The customer advised that they were able to power the device back on manually and thereafter the device operated properly. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device power off by itself during a patient event. The customer advised that they were able to power the device back on manually and thereafter the device operated properly. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device power off by itself during a patient event. The customer advised that they were able to power the device back on manually and thereafter the device operated properly. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker has been provided with additional patient information, section b has been updated.

Event description:
The customer contacted stryker to report that their device power off by itself during a patient event. The customer advised that they were able to power the device back on manually and thereafter the device operated properly. In this state defibrillation therapy may be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was the therapy and power module pcb assemblies. However, the parts required to repair the device is no longer available. The device was returned to the customer unrepaired. Further root cause could not be determined.